Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'occlusion alarm' which was verified through a review of the event history log as a downstream occlusion alarm (as no upstream occlusion alarms were present in the log) but not reproduced during evaluation. To confirm that the unit is working properly it was inspected for occlusion testing and was found to pass. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion alarm upon power up. There was no patient involvement. No additional information is available.